Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was high impedance and high capture threshold noted on the right ventricular (rv) lead. A lead revision is anticipated, but no intervention has taken place. The patient was stable with no consequences.